Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly not deployed. The device ran 45 first prime pulses and was deactivated at 87 pulses. The clutch spring had engaged with the tube nut, although the needle mechanism did not deploy. Rotation of the ratchet gear for needle deployment found excessive friction between the slide insert and cam finger, although no score marks were observed on the cam finger. Further inspection found a slight interference between the slide insert and cam finger, causing the slide insert to stop at the cam finger and preventing the needle mechanism from deploying as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible, indicating a needle mechanism failure. No adverse patient impact was reported. The pod was not worn.